Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing/noise on the right ventricular (rv) lead. A lead integrity alert (lia) had triggered due to non-sustained ventricular tachycardia (vt) events and a high sensing integrity counter (sic). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.